Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 09:34:21. During night drain cycle five, the patient's ultrafiltration reading was 1225ml, indicating the home patient (hp) drained 1225ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1225 ml during therapy initiated on (B)(6) 2012 at 9:34, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. A partial fill was delivered during fill (B)(6) of 1773 ml, which was less than the expected volume of 2000 ml. Review of the event log revealed the cycle 5 drain was completed, and the user's actual drain volume during cycle 5 was 2998 ml (2998 ml 1773 ml= 1225 ml uf). The actual drain volume of 2998 ml is 150% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.